Event description:
It was reported by the physician that the dilator would not pass over the spring wire guide (swg) during insertion. The swg was removed and was noted to have unraveled. As a result, a second kit was opened. Reference MDR #1036844-2009-00119 for second event involving same patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.